Manufacturer narrative:
Upon investigation of the actual device used in this incident, no problem was detected. The technical support specialist confirmed that the device is communicating and that there is no hosts messages interruption going on by the server. Customer agreed and the complaint file has been closed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, orders were not crossing over from epic to the station. The customer reported that due to this malfunction there was delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.